Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. All patients were treated between january 2013 to june 2015. Complaint #(B)(4): this is 11 of 19 reports for this article. The subject device is not available.

Event description:
The article presented retrospective evaluation of experience for one-single site of the factors affecting the risk of perforator stroke after basilar artery angioplasty and/or stenting. A total of 255 patients were included in the study, and the decision to perform endovascular treatment as well as the stent type were made based on arterial access and lesion morphology. For those with tortuous access and mori b or c lesions or if the diameters of the proximal and distal segments were significantly different, angioplasty plus a self-expanding stent (subject balloon plus stent system) was preferred. For patients with tortuous arterial access with a mori a lesion or a small target vessel diameter (<2.5 mm), angioplasty alone with a subject balloon was selected. Procedure-related perforator stroke was identified in 13 patients (5.1%). Except for perforator stroke some patients had some other complications. Patient#12: this patient was mori type c. It was reported that there was no complications during procedure. And 3 days after procedure, the patient had perforator stroke with symptoms of left upper extremity and left face numbness, turned to left extremities weakness 2 days later.